Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. There were no leaks noted at time of implant. The patient was started on aspirin and clopidogrel medication post closure device implant, however clopidogrel was discontinued on (B)(6) 2024 and only aspirin was followed. The 45 day follow up echocardiogram was normal. 370 days post index procedure, at the planned 12 month routine follow up, transesophageal echocardiogram (tee) imaging revealed a laminar, non-mobile and small device related thrombus (drt) in a small pocket in the upper pole of the closure device with maximum area 1 cm squared. No per-device leak was noted and the closure device was positioned at the ostium. At the time of the event, the patient was on aspirin. The physicians had the patient start on apixaban and discontinue aspirin, in response to the drt.